Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. A manufacturer representative went to the site to test the navigation system. The system performed as intended. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a tumorectomy. It was reported that the nipt had recognition failure during the procedure. Recognition of nipt became possible when the root (where it was stuck to the patient) of the nipt was pressed strongly. The use of navigation was aborted. There was no surgical delay and no impact to the patient.